Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a mini bypass gastric surgery, at the beginning of the procedure, the surgeon placed the cartridge and made the first shot, when it proceeded to make the second shot, it did not advance. The stapler was able to fire and there was poor staple formation centrally. The device was stuck and the staples on the surface of the cartridge were appreciated. The surgeon required the reposition of the device as soon as possible. The surgeon changed the cartridge and continued with the procedure to complete the case. There was no patient injury.